Event description:
It was reported that a malfunction occurred on the pump, and the customer noted at least three previous occurrences of the same issue. The malfunction code was resettable, and there were no notable events prior to the malfunction. Blood glucose level of the customer did not exceed 500 mg/dl, indicating no adverse impact. Technical support planned to replace the malfunctioning pump, and the customer expressed interest in an out-of-warranty loaner pump.